Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, in a laparoscopic myomectomy, the patient's wound collapsed and healed. They removed the suture placed via continuous suturing technique in a poorly healing vaginal stump, and re-sutured it.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device as well as a photo of the product. The visual inspection of the returned product noted part of a suture and no needle, as depicted in the photo. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.